Event description:
Pt was on telemetry with arrhythmia capabilities, when he had an arrest. No asystole alarm from system either due to immediate clinical intervention by clinical staff or poor utilization of arrhythmia computer system. System checked by inhouse biomed staff and MFR and found to be functioning correctly.